Event description:
It was reported while using relion insulin syringe 3/10ml 29g x 8mm the expiration and manufacture dates were missing. There was no report of patient impact. The following information was provided by the initial reporter: material no: 328512, batch no: 9007876. It was reported expiration and manufacture dates missing.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint lot history check was performed on lot # 9007876 for label information missing (expiration date). This is the 1st related complaint for label information missing (expiration date) on lot # 9007876. A review of risk management (B)(4) revision 15 indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9007876. All inspections and challenges were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.